Manufacturer narrative:
The date of the implant and valve model number and serial number is unknown. The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 6 months post-implant of a sapien valve, the patient had paravalvular leak (pvl) and leaflet thickening. A valve in valve was performed with no complication. The patient is in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted to retract the initial MDR based on new information received. Added new information and correction on h.10 narrative. Clarification was received from the hospital's valve clinic nurse, this was a case of a sapien 3 in surgical valve in valve procedure. The failed valve was not a sapien 3 valve. There is only one sapien 3 valve implanted in the patient. There was no report of a sapien 3 valve malfunction or adverse event related to the sapien 3 valve. Based on these results, it has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.